Manufacturer narrative:
Additional information was added to h3, h6 and h10: h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed a separation between the female connector and main body. The reported condition was verified. The cause of the condition is related to inadequate solvent application to the insert chip during manufacturing. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of a minicap extended life pd transfer set. It was further described as "the thread has loosened between the sky blue and navy blue part ". This occurred when disconnecting from peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.